Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned inr results for 21 patients tested on coaguchek xs meter serial number (B)(4) compared to the acl elite fibrinogen laboratory method. Based on the data provided, the results for 3 patients were discrepant. Patient 1 result from the meter was 1.9 inr. The result from the laboratory within 4 hours was 2.5 inr. On (B)(6) 2019 patient 2 (male, date of birth (B)(6), weighing (B)(6)) result from the meter was 2.6 inr. The result from the laboratory was 3.402 inr. On (B)(6) 2019 patient 3 (male, date of birth (B)(6), weighing (B)(6) result from the meter was 2.0 inr. The result from the laboratory was 2.663 inr. The therapeutic range for all 3 patients is 2.0 - 3.0 inr. All 3 patients are in stable condition.

Manufacturer narrative:
The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."